Manufacturer narrative:
(B)(4). Medical devices: unknown size 8 persona femoral catalog#: ni lot#: ni. Unknown 13mm tibial insert catalog#: ni lot#: ni. Unknown 35 x 9.5 patella catalog#: ni lot#: ni. Reported event was confirmed by review of medical records and x-rays. Office visit notes state that patient was experiencing pain, tibia loosening, moderately antalgic gait with varus thrust and rom 5-110 degrees. Left knee bone scan showed increased uptake at tibia and left knee x-ray shows tibial loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee revision approximately six and a half years post-implantation due to pain, tibial loosening, and ambulation difficulties.